Event description:
It was reported that the user scanned a freestyle libre 3 plus sensor with the libre app after being advised by the sensor manufacturer, despite using the ilet system, which requires sensor start-up within the ilet app; the user was instructed to start a new sensor in the ilet app and to contact the sensor manufacturer for replacement. Symptoms included none. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included customer interview and device use review focused on sensor app pairing and start-up workflow. Investigation of this case revealed user setup error and use of an incompatible initiation method for the sensor with the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device operation and user education.